Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
One of the little feet chipped off the tibial tray inserter.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database against product code 966384 finds additional reports of foot damage. When investigated the root causes were identified to be related to product wear out or suspected misuse. The investigation could not draw any conclusions about the current reported event without the instrument to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.